Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -14.0 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Excessive vault and elevated iop were reported. The lens was explanted on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn/broken/bent/deformed. Dimensional inspection found that the lens measurements were within specifications. Work order search: no similar complaints were reported for units within the same lot. Corrected data: complete diopter value is: -14.0/+3.0/x092. (B)(4).